Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient was supposed to get his pump refilled the wednesday ((B)(6) 2015) prior to this report. The low reservoir alarm date on the ptm (personal therapy manager) was (B)(6) 2015; when the patient updated the ptm during this report, the low reservoir alarm date was (B)(6) 2015. The patient had not heard any pump alarms to date. Per the patient, the low reservoir alarm volume was set to 1ml. At the time of this report, the patient was in the hospital for an issue that was unrelated to the patient¿s infusion system/therapy; the patient possibly had cancer. The patient¿s platelet count was 35,000 which, per the patient, was way too low. He had a call into the clinic and was waiting to hear back. He was going to try to get in at their other clinic the day after this report to have the pump refilled. The device system was delivering fentanyl, clonidine, bupivacaine, baclofen, and morphine. On (B)(6) 2015, the patient reported that over 2 weeks prior, he had gone to the ER (emergency room) because he thought he was having a heart attack due to really bad chest pain. A PICC (peripherally inserted central catheter) line was placed and they did "dye work" and a catheter into his heart and his heart was healthy. They "found 7 lymph nodules between my chest and lungs¿. A year ago he only had 1. The patient stated that he ¿pretty much has cancer¿ and he could not leave the hospital to refill his pump. On the night of (B)(6) 2015, he got plasma because his platelets "are like 35,000 and regular people have 400,000-600,000". He got so sick and had a temperature of 105. The patient was wondering if it was because his pump ran out of medication or if it was from the plasma. On (B)(6) 2015, the patient reported that he was hearing the pump critical alarm asof (B)(6) 2015. Telemetry had not yet been performed. The patient had been in the hospital since (B)(6) 2015 due to his medical problems unrelated to the intrathecal drug therapy and was not able to get his pump refilled. The last pump refill was (B)(6) 2015 and he was supposed to have it refilled (B)(6) 2015, but was still in the hospital. The patient was looking for a new pump managing physician. On (B)(6) 2015, the patient had symptoms of withdrawal including vomiting, diarrhea, shaking, and he had not slept in 3 days; the patient was ¿so sick¿. They did give him a shot of morphine. On (B)(6) 2015, the patient reported that today he was supposed to be released to a rehab facility, but he was trying to figure out how to get his pump filled. His pump was empty. His hcp (healthcare professional) told him that the pump was damaged and would need to be replaced and they couldn¿t refill the pump. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.